Event description:
On (B)(6) 2010 the pt's wife reported the pt was having difficulty with insulin delivery but did not know whether it was during priming or regular insulin delivery. On follow up with the pt on (B)(6) 2010, he stated that about 1 month ago while changing the insulin cartridge of his infusion device, he primed and the piston rod continued to prime the whole cartridge of insulin. He said he was unable to stop the prime. He stated he changed to a new battery and was able to insert a new cartridge and properly primed. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.